Event description:
A health care professional stated a patient was tested on both the facility contour and the customer contour. The readings were 116 and 260 mg/dl respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Patient information was not provided.